Event description:
Complainant alleged that while attempting to pace a female pt, the device was unable to pace. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.